Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5183426.

Event description:
A voluntary MDR/medwatch report was received on 3/3/2026. It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No serious or prolonged patient harm or medical intervention was reported.